Event description:
Philips received a complaint by the customer on the v60 indicating that the device locks up when going into service mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Verified power management (pm) printed circuit board assembly (pcba) has not been replaced per fco86600066. Requesting pm pcba replacement. The rse dispatched a field service engineer (fse) onsite for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer noticed device not charging internal battery and upon entering diagnostic mode unable to turn device off. After further troubleshooting, it was observed that the internal battery is not responding. It has been determined that the cpu pcba is not properly installed. It was also observed that the device had a 35 v supply failed error with the following error codes: 111b (post) check vent: 35 v supply failed; 1115 check vent: aux alarm supply failed; 1104 check vent: backup alarm failed and 1134 check vent: blower stalled or blower not running at required speeds error messages. It was determined that the cause of the malfunction was the missing screws on cpu pcba. The fse installed missing screws from cpu pcba and replaced pm pcba per fco to resolve the reported issue. Verified seating of pm pcba after cpu pcba correction. Let device run for 30 minutes to verify issues do not persist. Confirmed charging of internal battery. Completed all required tests per service manual for replacement of pm pcba. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.